Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that a polarsheath was used in a cryoablation procedure. It was noted that the patient had high left atrium blood pressure. After three ablations, the valve started to have a slow leak. After pulmonary vein isolation (pvi) was finished, cavotricuspid isthmus (cti) ablation with an rf catheter was performed through the polarsheath and leakage got worse. The procedure was completed with the polarsheath. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Visual inspection of the device showed no defects. The received deice passed all standard testing procedures (pressure decay, aspiration, hemostasis). There were no obvious tears/punctures appearing on the outer slit of the hemostatic valve. The device passed all extensive engineering testing. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
Polarice.clinical study it was reported that a polarsheath was used in a cryoablation procedure. It was noted that the patient had high left atrium blood pressure. After three ablations, the valve started to have a slow leak. After pulmonary vein isolation (pvi) was finished, cavotricuspid isthmus (cti) ablation with an rf catheter was performed through the polarsheath and leakage got worse. The procedure was completed with the polarsheath. No patient complications were reported. The device is has been returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath